Event description:
It was reported that the staplers were used in a surgery and created an abnormal sound. Some staples were not found and the drivers were half advanced. This happenend 3 times in a row. Sutures were used to complete the case. There was no further consequence to the patient.